Event description:
This is 2 of 2 MDR's filed for similar incidents at same dialysis facility. The facility reports incident of a cracked luer connector at initiation of hemodialysis treatment. Ebl = 100cc. Patient was recannulated to continue treatment. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.